Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient, who's undergone primary breast augmentation with two unspecified mentor gel implants, suffered left breast implant rupture, post-procedure. Patient reported that mammography was the only time the breast was under any pressure. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2012. The replacement devices were: (left) 300cc mentor memorygel breast implant catalog: 3507300bc lot: 6467203 sn: (B)(4) and (right) 300cc mentor memorygel breast implant catalog: 3507300bc lot: 6498698 sn: (B)(4).